Manufacturer narrative:
The associated complaint device was not returned to be evaluated. A review of complaint history for the listed part revealed no prior complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. Clinical/medical concluded that no clinically relevant supporting documentation was provided for inclusion in a medical investigation. The patient impact beyond probable pain/discomfort and the revision procedure/brief post-op rehab phase cannot be determined. No further medical assessment is warranted at this time. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.

Event description:
It was reported that a revision surgery was performed. The legion ps poly was exchanged.